Event description:
It was reported that there was chip damage in housing around charging port that could cause charging issues. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no troubleshooting was performed, and no additional information was obtained regarding outcome of event.